Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, and impedance measurements of less than 200 ohms. The noise was able to be reproduced with patient isometrics. The atrial sensitivity had previously been reprogrammed. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.